Event description:
(B)(4).

Manufacturer narrative:
A maquet rep investigated the device and found the unit to be operating to specification. Maquet believes inadequate supporting/positioning of the patient to be the root cause. A maquet application specialist recommended the use of different leg holders for this kind of surgery and suggested manually moving the legs of the patient during longer surgical procedures to ensure blood circulation. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. (B)(4).